Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states she keeps seeing a power on reset (por) message. Pt states rep explained how to use trickle charge however cannot get this to work now. Patient services (pss) advised to try using remote and the recharger. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp for this as patient reported a trickle charge. Pss tried to troubleshoot however pt ended call and said she will keep trying.